Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and got pump error alarm. The customer¿s blood glucose was 496 mg/dl at the time of the incident. The customer was able to complete pump rewind. Advised to follow up with hcp concerning high blood glucose. The insulin pump passed self-test. Explained alarm and advised that error table did not indicate the pump should be replaced. The product will not be returned for analysis.